Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply and the current consumption was directly measured. It was found to be normal and as expected. There was no indication of a malfunction of the electronic module. In conclusion, there was no sign of a device malfunction or an early battery depletion. There was no material or manufacturing problem.